Manufacturer narrative:
Bayer case number: (B)(4) pelvic pain [pelvic pain] , bleeding were something she had never experienced before [genital bleeding] , she had been unable to implant the coils correctly [device placement at incorrect location] , she was bleeding extremely heavily, passing blood clots [heavy periods] , pelvic pain along with a heavy menstrual cycle [pain menstrual] , the abdominal pain [abdominal pain] , abdominal discomfort [abdominal discomfort] , premenstrual dysphoric disorder [premenstrual dysphoric disorder] , uterine fibroids [uterine fibroids] , hot flash's [hot flashes] , night sweat [night sweat] , early menopause [early menopause] , severe breast pain [breast pain] , tenderness [tenderness], all over body aches [general body pain] , back pain [back pain] , hip pain [pain in hip], joint pain [joint pain] , excessive sweating [excess sweating] , nausea [nausea] , vomiting [vomiting] , gas [gas] , constipation [constipation] , diarrhea [diarrhea] , heartburn [heartburn] , severe bloating [bloating] , unexplained fevers [fever of unknown origin] , headache [headache] , migraines [migraine] , dizziness [dizziness] , tingling sensations hands & feet [tingling feet/hands] , numbness hands & feet [hypoesthesia of gloves-socks type] , brain fog [brain fog] , cloudiness [brain fog] , forgetfulness [forgetfulness] , nerve pain [nerve pain] , confusion [confusion] , short-term memory loss [short-term memory loss] , anxiety [anxiety] , panic attack [panic attack] , mood swing [mood swings], depression [depression] , mittelschmerz [mittelschmerz] , adenomyosis [adenomyosis] , blood clots that pass during periods [menstrual clots] , loss of bladder control [bladder incontinence] , iron deficiency [iron deficiency] , anemia [anemia] , low ferritin [ferritin low] , blood clot [clot blood] , high blood pressure [blood pressure high] , vitamin d deficiency [vitamin d deficiency] , unexplained/easily bruising [bruising] , sjogren's syndrome [sjogren's syndrome] , chronic fatigue syndrome [chronic fatigue syndrome] , hair loss [hair loss] , lritis [eye inflammation] , sleep apnea [sleep apnea] , multiple chemical and food sensitivities [multiple chemical sensitivity] , food sensitivities [food allergy] , gluten sensitivity [gluten sensitivity] , heart palpitation [palpitation] , gained 50 pounds in the first two years [weight gain] , ovarian cyst [ovarian cyst] , endometriosis [endometriosis] , pre-cancerous cells [precancerous cells present] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("bleeding were something she had never experienced before") in a 46-year-old female patient who had essure inserted (lot no. H30421) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of kidney stones, tonsillitis, loop electrosurgical excision procedure, drug allergy (licodin, augmentin), alcohol use, parity 4 (emarkable for four vaginal deliveries three infants surviving with the second one deceased after being born encephalic) and multigravida. Concurrent conditions were listed as polyps, fibroids and left lower quadrant pain. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014 she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage (seriousness criterion intervention required), dysmenorrhoea ("pelvic pain along with a heavy menstrual cycle"), abdominal pain ("the abdominal pain"), abdominal discomfort ("abdominal discomfort"), premenstrual dysphoric disorder ("premenstrual dysphoric disorder"), hot flush ("hot flash's"), night sweats ("night sweat"), premature menopause ("early menopause"), breast pain ("severe breast pain"), tenderness ("tenderness"), pain ("all over body aches"), back pain ("back pain"), pain in hip ("hip pain"), joint pain ("joint pain"), hyperhidrosis ("excessive sweating"), nausea ("nausea"), vomiting ("vomiting"), flatulence ("gas"), constipation ("constipation"), diarrhoea ("diarrhea"), dyspepsia ("heartburn"), abdominal distension ("severe bloating"), pyrexia ("unexplained fevers "), headache ("headache"), migraine ("migraines"), dizziness ("dizziness"), paraesthesia ("tingling sensations hands & feet"), hypoaesthesia ("numbness hands & feet"), a first episode of brain fog ("brain fog"), a second episode of brain fog ("cloudiness"), memory impairment ("forgetfulness"), neuralgia ("nerve pain "), confusional state ("confusion"), amnesia ("short-term memory loss"), anxiety ("anxiety"), panic attack ("panic attack"), mood swings ("mood swing"), depression ("depression"), ovulation pain ("mittelschmerz"), menstrual clots ("blood clots that pass during periods "), urinary incontinence ("loss of bladder control "), iron deficiency ("iron deficiency"), anaemia ("anemia"), thrombosis ("blood clot"), hypertension ("high blood pressure"), vitamin d deficiency ("vitamin d deficiency"), contusion ("unexplained/easily bruising "), sjogren's syndrome ("sjogren's syndrome "), chronic fatigue syndrome ("chronic fatigue syndrome"), alopecia ("hair loss"), eye inflammation ("lritis"), sleep apnoea syndrome ("sleep apnea "), gluten sensitivity ("gluten sensitivity "), palpitations ("heart palpitation"), ovarian cyst ("ovarian cyst") and endometriosis ("endometriosis") and was found to have uterine leiomyoma ("uterine fibroids"), serum ferritin decreased ("low ferritin ") and weight increased ("gained 50 pounds in the first two years"). In (B)(6) 2014 she experienced heavy menstrual bleeding ("she was bleeding extremely heavily, passing blood clots"). In 2014 she experienced adenomyosis ("adenomyosis") and idiopathic environmental intolerance ("multiple chemical and food sensitivities"). In (B)(6) 2024 she experienced food allergy ("food sensitivities"). Essure was removed on (B)(6) 2024. On unknown date she experienced device implantation error ("she had been unable to implant the coils correctly") and was found to have precancerous cells present ("pre-cancerous cells"). The patient was treated with bupropion (bupropion hydrochloride), flonase (mometasone furoate), methocarbamol al and vitamin d (ergocalciferol) as well as surgery (on (B)(6) 2024 bilateral salpingectomy and on (B)(6) 2024 hysterectomy). At the time of the report, the pelvic pain, genital haemorrhage, heavy menstrual bleeding, dysmenorrhoea, abdominal pain, abdominal discomfort, premenstrual dysphoric disorder, uterine leiomyoma, hot flush, night sweats, premature menopause, breast pain, tenderness, pain, back pain, pain in hip, joint pain, hyperhidrosis, nausea, vomiting, flatulence, constipation, diarrhoea, dyspepsia, abdominal distension, pyrexia, headache, migraine, dizziness, paraesthesia, hypoaesthesia, latest episode of brain fog, memory impairment, neuralgia, confusional state, amnesia, anxiety, panic attack, mood swings, depression, ovulation pain, adenomyosis, menstrual clots, urinary incontinence, iron deficiency, anaemia, serum ferritin decreased, thrombosis, hypertension, vitamin d deficiency, contusion, sjogren's syndrome, chronic fatigue syndrome, alopecia, eye inflammation, sleep apnoea syndrome, idiopathic environmental intolerance, food allergy, gluten sensitivity, palpitations, weight increased, ovarian cyst and endometriosis had resolved. The outcome of precancerous cells present was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, adenomyosis, alopecia, amnesia, anaemia, anxiety, pain in hip, joint pain, back pain, the first episode of brain fog, the second episode of brain fog, breast pain, chronic fatigue syndrome, confusional state, constipation, contusion, depression, device implantation error, diarrhoea, dizziness, dysmenorrhoea, dyspepsia, endometriosis, eye inflammation, flatulence, food allergy, genital haemorrhage, gluten sensitivity, headache, heavy menstrual bleeding, hot flush, hyperhidrosis, hypertension, hypoaesthesia, idiopathic environmental intolerance, iron deficiency, memory impairment, menstrual clots, migraine, mood swings, nausea, neuralgia, night sweats, ovarian cyst, ovulation pain, pain, palpitations, panic attack, paraesthesia, pelvic pain, precancerous cells present, premature menopause, premenstrual dysphoric disorder, pyrexia, serum ferritin decreased, sjogren's syndrome, sleep apnoea syndrome, tenderness, thrombosis, urinary incontinence, uterine leiomyoma, vitamin d deficiency, vomiting and weight increased to be related to essure administration. The reporter commented: insertion details: normal ostia bilaterally, right essure five coils present, left essure one coil present on (B)(6) 2013, dr. Performed the procedure to implant the essure coils onto' her fallopian tubes. The follow up appointment was on (b)(60 2013 at hospital. A procedure was performed to ascertain whether the essure devices were working as intended. The results of this procedure showed that they were. That is when dr. Admitted that she had been unable to implant the coils correctly on patients left side. She explained that she could not loop the essure device the recommended number of times around the fallopian tube. She reassured that both were working. Dr. Never indicated that this might have serious negative consequences for health. By all accounts, there were no immediate indications that the devices that had been implanted were likely to cause side effects. Approximately four months after the essure device was implanted, in (b)(60 2014, began to experience adverse symptoms. The pain and bleeding were something she had never ex perienced before. She was bleeding extremely heavily, passing blood clots, and she had severe sharp stabbing pelvic pain. From this point on, every month she would experience this severe pelvic pain along with a heavy menstrual cycle. She would bleed so heavy for the first two days that she couldn't leave her house. She missed work, family events, and even holidays as a result. The abdominal pain and discomfort she experienced was often so severe that she was bedridden. This went on for ten years. On (B)(6) 2024, patient underwent bilateral salpingectomies to remove her fallopian tubes and the defective essure devices. After the procedure, that he had observed pre-cancerous cells and endometriosis (the latter has been linked to the essure device). He noted significant scar tissue associated with the device. Following this procedure, patient experienced significant reduction of her abdominal pain. However, some discomfort remained and as the days and weeks went on, the pain worsened. Then patient began hemorrhaging, which necessitated- her- undergoing a - hysterectomy on (B)(6) 2024. Following this second procedure, dr. That her pain and bleeding were caused by the scar tissue he had earlier associated with the essure devices. The addended surgical pathology report following this surgery includes in the final diagnosis that the myometrium displayed adenomyosis, which has also been linked to the essure device (as were the other gynecological issues observed, such as fibroids and ovarian cysts). Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2013: she had been unable to implant the coils correctly she explained that she could not loop the essure device the recommended number of times around the fallopian tube [hysterosalpingogram] on (B)(6) 2013: findings: the endometrial cavity has a somewhat arcuate appearance and opacified normally without evidence of intrinsic filling defects or extrinsic impressions. There was no opacification of either fallopian tube. There was no free intraperitoneal spill of contrast demonstrated. Impression: 1. No endometrial abnormalities identified. 2. Successful bilateral tubal occlusion status post essure placement [pathology test] on (B)(6) 2024: specimens: fallopian tube, bilateral, right and left with essure. Final diagnosis fallopian tubes, bilateral, distal salpingectomy: two fallopian tubes with no significant histopathologic change seen in full cross-section x 2 metallic wire is grossly identified, consistent with the patient's clinical history of essure device. Clinical history: pelvic pain gross description. A. Fallopian tube. Bilateral, right and left with essure both tubes are received with coiled metallic wire within the lumen. The serosa are pink-tan and smooth with numerous clear fluid-filled paratubal cysts measuring up to 0.3 cm in greatest extent. Multiple cross-sections reveal a lumen that ranges from pinpoint to stellate without mass lesions. [Physical examination] on (B)(6) 2024: external genitalia: no bleeding. No discharge. Cervix: multiparous, not tender. Uterus: av, not tender, normal size. Adnexa right: tender, no mass. Adnexa left: no mass. The most recent follow-up information incorporated above includes data received on: 04-feb-2026: medical record received. Lab data including surgical pathology report added. Medical history, concomitant conditions & treatment drugs were added. Lot number & expiration date, additional reporters added. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) pelvic pain [pelvic pain] , bleeding were something she had never experienced before [genital bleeding], she had been unable to implant the coils correctly [device placement at incorrect location] , she was bleeding extremely heavily, passing blood clots [heavy periods] , pelvic pain along with a heavy menstrual cycle [pain menstrual] , the abdominal pain [abdominal pain] , abdominal discomfort [abdominal discomfort] , premenstrual dysphoric disorder [premenstrual dysphoric disorder] , uterine fibroids [uterine fibroids] , hot flash's [hot flashes] , night sweat [night sweat] , early menopause [early menopause] , severe breast pain [breast pain] , tenderness [tenderness] , all over body aches [general body pain] , back pain [back pain], hip pain [pain in hip] , joint pain [joint pain] , excessive sweating [excess sweating], nausea [nausea] , vomiting [vomiting] , gas [gas] , constipation [constipation] , diarrhea [diarrhea] , heartburn [heartburn] , severe bloating [bloating] , unexplained fevers [fever of unknown origin] , headache [headache] , migraines [migraine] , dizziness [dizziness] , tingling sensations hands & feet [tingling feet/hands] , numbness hands & feet [hypoesthesia of gloves-socks type] , brain fog [brain fog] , cloudiness [brain fog] , forgetfulness [forgetfulness] , nerve pain [nerve pain] , confusion [confusion] , short-term memory loss [short-term memory loss] , anxiety [anxiety] , panic attack [panic attack] , mood swing [mood swings] , depression [depression] , mittelschmerz [mittelschmerz] , adenomyosis [adenomyosis], blood clots that pass during periods [menstrual clots] , loss of bladder control [bladder incontinence] , iron deficiency [iron deficiency] , anemia [anemia] , low ferritin [ferritin low] , blood clot [clot blood] , high blood pressure [blood pressure high] , vitamin d deficiency [vitamin d deficiency] , unexplained/easily bruising [bruising] , sjogren's syndrome [sjogren's syndrome] , chronic fatigue syndrome [chronic fatigue syndrome] , hair loss [hair loss] , lritis [eye inflammation] , sleep apnea [sleep apnea] , multiple chemical and food sensitivities [multiple chemical sensitivity] , food sensitivities [food allergy] , gluten sensitivity [gluten sensitivity] , heart palpitation [palpitation] , gained 50 pounds in the first two years [weight gain], ovarian cyst [ovarian cyst] , endometriosis [endometriosis] , pre-cancerous cells [precancerous cells present] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("bleeding were something she had never experienced before") in a 46-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 4 and multigravida. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014 she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage (seriousness criterion intervention required), dysmenorrhoea ("pelvic pain along with a heavy menstrual cycle"), abdominal pain ("the abdominal pain"), abdominal discomfort ("abdominal discomfort"), premenstrual dysphoric disorder ("premenstrual dysphoric disorder"), hot flush ("hot flash's"), night sweats ("night sweat"), premature menopause ("early menopause"), breast pain ("severe breast pain"), tenderness ("tenderness"), pain ("all over body aches"), back pain ("back pain"), pain in hip ("hip pain"), joint pain ("joint pain"), hyperhidrosis ("excessive sweating"), nausea ("nausea"), vomiting ("vomiting"), flatulence ("gas"), constipation ("constipation"), diarrhoea ("diarrhea"), dyspepsia ("heartburn"), abdominal distension ("severe bloating"), pyrexia ("unexplained fevers "), headache ("headache"), migraine ("migraines"), dizziness ("dizziness"), paraesthesia ("tingling sensations hands & feet"), hypoaesthesia ("numbness hands & feet"), a first episode of brain fog ("brain fog"), a second episode of brain fog ("cloudiness"), memory impairment ("forgetfulness"), neuralgia ("nerve pain "), confusional state ("confusion"), amnesia ("short-term memory loss"), anxiety ("anxiety"), panic attack ("panic attack"), mood swings ("mood swing"), depression ("depression"), ovulation pain ("mittelschmerz"), menstrual clots ("blood clots that pass during periods "), urinary incontinence ("loss of bladder control "), iron deficiency ("iron deficiency"), anaemia ("anemia"), thrombosis ("blood clot"), hypertension ("high blood pressure"), vitamin d deficiency ("vitamin d deficiency"), contusion ("unexplained/easily bruising "), sjogren's syndrome ("sjogren's syndrome "), chronic fatigue syndrome ("chronic fatigue syndrome"), alopecia ("hair loss"), eye inflammation ("lritis"), sleep apnoea syndrome ("sleep apnea "), gluten sensitivity ("gluten sensitivity "), palpitations ("heart palpitation"), ovarian cyst ("ovarian cyst") and endometriosis ("endometriosis") and was found to have uterine leiomyoma ("uterine fibroids"), serum ferritin decreased ("low ferritin ") and weight increased ("gained 50 pounds in the first two years"). In (B)(6) 2014 she experienced heavy menstrual bleeding ("she was bleeding extremely heavily, passing blood clots"). In 2014 she experienced adenomyosis ("adenomyosis") and idiopathic environmental intolerance ("multiple chemical and food sensitivities"). In (B)(6) 2024 she experienced food allergy ("food sensitivities"). Essure was removed on (B)(6) 2024. On unknown date she experienced device implantation error ("she had been unable to implant the coils correctly") and was found to have precancerous cells present ("pre-cancerous cells"). The patient was treated with surgery (on (B)(6) 2024 bilateral salpingectomy and on (B)(6) 2024 hysterectomy). At the time of the report, the pelvic pain, genital haemorrhage, heavy menstrual bleeding, dysmenorrhoea, abdominal pain, abdominal discomfort, premenstrual dysphoric disorder, uterine leiomyoma, hot flush, night sweats, premature menopause, breast pain, tenderness, pain, back pain, pain in hip, joint pain, hyperhidrosis, nausea, vomiting, flatulence, constipation, diarrhoea, dyspepsia, abdominal distension, pyrexia, headache, migraine, dizziness, paraesthesia, hypoaesthesia, latest episode of brain fog, memory impairment, neuralgia, confusional state, amnesia, anxiety, panic attack, mood swings, depression, ovulation pain, adenomyosis, menstrual clots, urinary incontinence, iron deficiency, anaemia, serum ferritin decreased, thrombosis, hypertension, vitamin d deficiency, contusion, sjogren's syndrome, chronic fatigue syndrome, alopecia, eye inflammation, sleep apnoea syndrome, idiopathic environmental intolerance, food allergy, gluten sensitivity, palpitations, weight increased, ovarian cyst and endometriosis had resolved. The outcome of precancerous cells present was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, adenomyosis, alopecia, amnesia, anaemia, anxiety, pain in hip, joint pain, back pain, the first episode of brain fog, the second episode of brain fog, breast pain, chronic fatigue syndrome, confusional state, constipation, contusion, depression, device implantation error, diarrhoea, dizziness, dysmenorrhoea, dyspepsia, endometriosis, eye inflammation, flatulence, food allergy, genital haemorrhage, gluten sensitivity, headache, heavy menstrual bleeding, hot flush, hyperhidrosis, hypertension, hypoaesthesia, idiopathic environmental intolerance, iron deficiency, memory impairment, menstrual clots, migraine, mood swings, nausea, neuralgia, night sweats, ovarian cyst, ovulation pain, pain, palpitations, panic attack, paraesthesia, pelvic pain, precancerous cells present, premature menopause, premenstrual dysphoric disorder, pyrexia, serum ferritin decreased, sjogren's syndrome, sleep apnoea syndrome, tenderness, thrombosis, urinary incontinence, uterine leiomyoma, vitamin d deficiency, vomiting and weight increased to be related to essure administration. The reporter commented: on (B)(6) 2013, dr. Performed the procedure to implant the essure coils onto' her fallopian tubes. The follow up appointment was on (B)(6) 2013 at hospital. A procedure was performed to ascertain whether the essure devices were working as intended. The results of this procedure showed that they were. That is when dr. Admitted that she had been unable to implant the coils correctly on patients left side. She explained that she could not loop the essure device the recommended number of times around the fallopian tube. She reassured that both were working. Dr. Never indicated that this might have serious negative consequences for health. By all accounts, there were no immediate indications that the devices that had been implanted were likely to cause side effects. Approximately four months after the essure device was implanted, in (B)(6) 2014, began to experience adverse symptoms. The pain and bleeding were something she had never ex perienced before. She was bleeding extremely heavily, passing blood clots, and she had severe sharp stabbing pelvic pain. From this point on, every month she would experience this severe pelvic pain along with a heavy menstrual cycle. She would bleed so heavy for the first two days that she couldn't leave her house. She missed work, family events, and even holidays as a result. The abdominal pain and discomfort she experienced was often so severe that she was bedridden. This went on for ten years. On (B)(6) 2024, patient underwent bilateral salpingectomies to remove her fallopian tubes and the defective essure devices. After the procedure, that he had observed pre-cancerous cells and endometriosis (the latter has been linked to the essure device). He noted significant scar tissue associated with the device. Following this procedure, patient experienced significant reduction of her abdominal pain. However, some discomfort remained and as the days and weeks went on, the pain worsened. Then patient began hemorrhaging, which necessitated- her- undergoing a - hysterectomy on (B)(6) 2024. Following this second procedure, dr. That her pain and bleeding were caused by the scar tissue he had earlier associated with the essure devices. The addended surgical pathology report following this surgery includes in the final diagnosis that the myometrium displayed adenomyosis, which has also been linked to the essure device (as were the other gynecological issues observed, such as fibroids and ovarian cysts). Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2013: she had been unable to implant the coils correctly she explained that she could not loop the essure device the recommended number of times around the fallopian tube quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch numbers were available case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.